Event description:
Hcp reported "did the edge of the pump where catheter attaches cause catheter to break. Dr. Thought edge of pump was sharper than normal." The device was explanted and returned to the MFR for analysis.